Manufacturer narrative:
The cause of the fit issue could not be determined. However, all production processes were found to have been properly followed. The registration of the intra-oral scan to the patient scan was acceptable, and the guide passed its quality analysis. Additionally, while the cause of the fit issue could not be determined, proceeding with surgery using the poorly-fitting guide likely led to the observed trajectory deviation. As such, all guides are shipped with a technical data sheet which directs users to ensure that the guide is seated accurately before drilling, and warns that the guide should not be used if seating issues persist. Additional testing will be conducted if the surgical guide is returned.

Event description:
The doctor used the guide for implant surgery. After placing the patient under anesthesia, the doctor attempted to seat the guide and observed that it did not fit properly. She then altered the guide, re-seated it on the patient, and performed the initial osteotomy. Surgery was then aborted after the doctor realized that the guide was still not seating properly following the alterations she had made.